Event description:
A customer contacted beckman coulter inc. (Bec) and reported that multiple erroneous total immunoglobulin e (ige) and red blood cell (rbc) folate results were generated by the unicel dxi 800 access immunoassay system. The results were reported out of the laboratory. Service was dispatched and while on-site, the issue was isolated to pipettor #3. All samples tested on pipettor #3 were re-tested. Ten (10) sample reports were amended. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No details regarding sample collection or sample processing has been provided. Qc is run every 24 hours. Qc was in range on (B)(6) 2011. Qc was run after pipettor #3 was disabled. Qc was successful on all of the other pipettors. Service was dispatched for this event: a field service engineer (fse) discovered that pipettor #3 tubing was cracked and replaced the tubing. The fse adjusted ultrasonics. After service completion, system check test passed and qc recovered within specifications. Root cause has been determined to be hardware.